Event description:
It was reported that the patient presented in clinic for follow up. Device interrogation revealed an event queue overflow related reset and extra cardiac stimulation on the implantable cardioverter defibrillator (ICD). Programming changes were performed to address the issue. The patient condition was stable.